Event description:
The pt was admitted to the hosp with cerebral hemorrhage from an aneurysm. After seven days and prior to the procedure, the pt's neurological status was normal. Prior to coil embolization, a stent was deployed within the aneurysm. Two coils were placed without problem. Upon placing the third coil, 20% of the coil was in the aneurysm when the coil pre maturely detached in the microcatheter (mc). Attempt to remove the coil failed, resulting in part of the coil in the aneurysm and part of it out of the aneurysm. There was no resistance felt during advancing the coil thru the mc. Continuous flush was maintained within the mc, prior to event, the coil was not out of mc when the mc was being repositioned. Two more coils were placed to complete the procedure. Post procedure the pt was in a coma and expired the next day. The physician thinks it was possible the coil had blocked the artery or a thrombus led to the coma and death.